Event description:
Additional information noted that lead noise was also observed.

Event description:
It was reported that when the chronic lead was tested with a newly implanted device, the first two therapies were aborted due to possible hv lead issue. A third therapy was successful. The physician reprogrammed the device, but therapy was aborted and external defib was used to rescue the patient. Five days post implant of new ICD, interrogation revealed alerts for possible hv lead issue and output circuit damage. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned cut in four segments for analysis. Insulation damage was found at 31.0-31.4cm from the distal tip, consistent with clavicle crush damage. The etfe coating was intact at this location. External insulation abrasion was noted at 2.0-3.5cm from the distal end of the middle segment, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded and melting was observed at this location. This is consistent with the observation from the field of noise if the lead were to come in contact with the ICD can. External insulation abrasion was noted at 2.5-2.9cm from the distal end of the middle segment, consistent with lead friction to the ICD can. One svc conductor etfe coating was abraded at this location. This is consistent with the field complaint of output anomaly.